Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00314 thru 3012447612-2018-00326.

Event description:
It was reported that the set screws cross-threaded during surgery while being installed into the tulip of a pedicle screw. The set screws were removed and replaced with alternative closure tops. There were no reports of patient impacts associated with this event. This is report ten of thirteen for this event.

Manufacturer narrative:
The returned closure top was evaluated. There were signs of usage, but the closure top was not damaged or deformed. There is not a confirmed failure for this device. A review of the manufacturing records did not identify any issues which would have contributed to this event.